Event description:
Pt was electively intubated after the conclusion of a cardiac cath procedure and received nitrous oxide instead of oxygen. The oxygen flowmeter was used with an adapter/connector one of two prongs was broken off connector allowing insertion into nitrous oxide port.